Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during the attempt to screw the twinfix ultra ti 5.5 w/3 ub into the bone, the anchor's inserter gave away distally, making the screwing operation impossible. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the device was returned with the anchor and sutures, and the anchor had not been deployed. The insertor had a significant bend proximal to the anchor, and the distal piece had started to separate from the main shaft. There was debris on the anchor and insertor from use. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: use of excessive force during insertion can cause failure of the suture anchor or insertion device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torque on the device or off-axis insertion. No containment or corrective actions are recommended at this time.